Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade and perforation. During the implant procedure the physician relocated the right ventricular (rv) lead a few times to get better readings. Once placed the patient became ill and vomited. When the procedure was finished the patient again vomited. After the procedure the patient underwent pericardiocentesis due to bleeding in the pericardial sack. The lead remains in use. No further patient complications have been reported as a result of this event.